Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". "Patient getting infusion. Device started alarming overinfusion. When I came in to the room infusion was going way too fast. Infusion was set to go 10,4 ml/h. No patient harm." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. The p2 connector showed some oxidized contacts. A functional test was performed. The device passed the self test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. There were no history files on the specified date of the incident. For this reason the last history files from 2022-02-02 was investigated. There were many "battery alarms" in the device history files, the customer connected the device several times to main and disconnected it a few seconds later. The "battery alarm" displayed again and again. At 22:35 p.m. A space line was inserted. One minute later the vtbi (volume) was set to 500ml and the rate was set to 250 ml/h. One minute later the infusion was started, the infusion was stopped by a "pressure alarm" at 22:38 p.m. (The reason for this alarm could not be clarified). At 22:52 p.m. A "upstream alarm" displayed (the reason for this alarm could not be clarified). Between 22:38 p.m. And 22:59 p.m. The infusion was started and stopped several times. The history didn´t show any abnomalies. The downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -1,02%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matched the required values and standards. All measured values were within our specification. During the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. The oxidized p2 connector was damaged by liquid, an exchange is recommended.